Event description:
It is reported that a customer experienced low blood glucose of 37 mg/dl. The customer did not provide any information about treating their low blood glucose. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they received a sensor error. The customer had their sensor replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.